Event description:
It was reported the atrial lead impedance measurement was low and a polarity switch occurred. The lead polarity was programmed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: addr01 implantable pulse generator (ipg) 2013-(B)(6), 5076-58 implantable pacing lead 2005-(B)(6). (B)(4).